Event description:
It was reported while using bd vacutainer® no additive (z) tubes, foreign particulate was seen in one tube. The sample was recollected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-may-2025. Investigation summary: bd received six samples and one photo for investigation. All six returned samples underwent a visual inspection and passed without any failures. The returned photo was reviewed and the indicated failure mode for foreign matter with the incident lot was not observed. Additionally, 30 retained samples underwent a visual inspection and all passed without any failures. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® no additive (z) tubes, foreign particulate was seen in one tube. The sample was recollected. No adverse impact was reported regarding the patient or user.